Manufacturer narrative:
A user facility reported through a medwatch, "esophageal temp probe placed for core temp monitoring with whole body cooling protocol. Plugged esophageal temp probe into cord connected to blanketerol and the machine did not recognize a temperature and alarmed check probe. Blanketerol temp cord plugged into rectal temp probe and worked. After confirming that the cord from the blanketerol was working tried to use with esophageal temp probe again but it would not read a temperature. Removed esophageal probe and placed a new one. New esophageal probe reading without issue." Deroyal industries, inc. Requested return of the device, however, it was stated that it was unavailable for return. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Event description:
A user facility reported via a medwatch, "esophageal temp probe placed for core temp monitoring with whole body cooling protocol. Plugged esophageal temp probe into cord connected to blanketerol and the machine did not recognize a temperature and alarmed check probe. Blanketerol temp cord plugged into rectal temp probe and worked. After confirming that the cord from the blanketerol was working tried to use with esophageal temp probe again but it would not read a temperature. Removed esophageal probe and placed a new one. New esophageal probe reading without issue."